Event description:
While the physician was inserting a bone screw into a pre-drilled site the screw broke off. The fragment was left in place and a second site was used. Two days later the patient presented with a second bone screw broken in the way. The fragment was left in place and a second site was used for the replacement screw. It should be noted neither screw had bi-cortical purchase.